Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section ?references") that the pump will alarm ?no disposable" if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. The most probable cause due to improper user interaction with the product.

Event description:
It was reported that the device exhibited a no disposable alarm. The patient was not affected. No additional information available. There was no patient injury reported.